Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unable to prime during prime test due to faulty force sensor. No motor error alarm noted. Motor was tested outside the device and passed. Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 101mg/dl. Advised insulin pump would be replaced. No additional information is provided.